Event description:
It was reported that the automated impella controller (aic) had a controller failure with yellow flashing. The alarm would appear and self resolve. The console was replaced to resolve the issue. No patient harm was reported.

Manufacturer narrative:
A4 is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: the case related to the reported complaint was initiated on july 15, 2025, with the pump sn: (B)(6). During support on the complaint date, july 22, 2025, the console displayed ¿controller error (pmd voltage out-of-spec) ¿ alarm,¿ event #503, due to the pmd vss being out of specifications. This issue was automatically resolved but reoccurred immediately throughout the rest of the case (B)(6), confirming the reported failure mode. The pump was then moved to the second console, (B)(6), and support continued for 8 days and 15 hours, during which there was no ¿controller error¿ alarm. Device analysis: this console was tested after arriving at fs and reproduced the reported failure mode. While running the console with the test pump at p-level p9, after 5 hours, controller error - event #503 occurred due to the pmd vss being out of specifications, and it was on and off until the console was shut down. The vss signal on the impellatronic board corresponds to the 3.3vanalog_dsp2. Upon measuring the test point tp106.2, it was observed that the 3.3v was fluctuating, whereas in the known-good console, it remained stable. Root cause: the root cause of the controller error was a malfunction of the impellatronic board. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.